Event description:
It was reported that after a lead trial, the patient experienced a loss of stimulation. X-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned, and an extension was added to create a retention loop, and the patient could have more ability to move without the lead moving. The patient was doing well postoperatively.